Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the system shut down during surgery" (loss of power). The facility manager reported the system shut down during surgery. The system did not display a system message. The system was rebooted and case was completed as planned. The system was used the rest of the day with no further problems. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and was unable to duplicate the problem reported. The fuses, fuse holder, and cable were replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).